Event description:
It has been reported to philips that there was an issue with the wired footswitch. No harm to the patient has been reported to philips. Due to the lack of information as to the allegation, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue was discovered by a philips service engineer during preventative maintenance (pm). The system was not in clinical use. There was no report of any issue from the customer. A philips service engineer inspected the system onsite and identified that there was an intermittent failure of the wired footswitch. The service engineer replaced the footswitch, and the system was handed over to the customer in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.